Event description:
It was reported that the left ventricular (lv) lead had a suspected loss of capture. The healthcare professional indicated that the patient¿s pulse was in the 30-40¿s which was lower than the programmed lower rate of the cardiac resynchronization therapy pacemaker (crt-p). The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5071-53, lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.